Event description:
It was reported via repair work order that the trolley was running slowly due to a damaged hydraulic cylinder rod end assembly. This caused the support sensors to not sense a load after jogging up, and therefore the cot could not be loaded into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.